Manufacturer narrative:
As reported, the sorbafix device did not penetrate the mesh. The subject device was returned for evaluation. Initial evaluation of the device found that the device was in good condition. A simulated use test was performed, during the test all five (5) fasteners deployed penetrated the mesh with no issue. Evaluation of the sample did not reproduce the reported event, however the subject product is found to have been returned with the tack setback out of spec. Based on the sample evaluation and investigation performed the most likely cause is an event occurring during user / device interface. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This is the only complaint reported to date for this manufacturing lot of (B)(4) units released for distribution in june 2020. The instructions for use (IFU) supplied with the device states: "the instructions-for-use include with the device recommend the following: 1. Place the tip of the sorbafix" absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. 2. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area."

Event description:
It was reported that on (B)(6) 2021, during a laparoscopic hiatal hernia repair procedure the bard/davol sorbafix enhanced 30 count fastener was used to fixate the bard/davol phasix mesh, the tacks would not secure itself into the tissue. There is no indication of any loose or broken fasteners in the medical report, and no indication of fasteners being left in the abdomen or in the surgical site. Another sorbafix was used to complete the case with no further issues. There was no reported patient injury.